Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. B)(4).

Event description:
It was reported that the patient presented to the clinic after the implantable cardiac monitor "came out slowly over two days." The device is no longer in the patient, and a new implant was scheduled. No patient complications have been reported as a result of this event.